Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head out of specification on electromagnetic field immunity test. A hole was found in the rf (radio frequency) head cable insulation, the program button is broken, lens is cloudy, the lower case is cracked, and the backing is missing on the rf head label. (B)(4).

Event description:
It was also reported the buttons on the top of programmer head are broken and the back label pad is missing. The programmer head was returned for repair. No patient complications were reported as a result of this event.